Event description:
Complainant alleged that during biomed testing, the device was unable to obtain an ECG signal. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The product has not been received for evaluation and a follow-up report will be submitted when the investigation is completed.